Manufacturer narrative:
The reported event, for drill bit breakage, was not confirmed as the drill bit was not returned for evaluation. Without the drill bit, the root cause cannot be determined. Device not available for return.

Event description:
It was reported that during a surgical procedure, the drill bit broke. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the drill bit broke. No further information was provided.